Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic, high, out of range, high voltage lead impedance and noise was observed on the ra lead. Patient's atrial rhythm was discovered to be in bradycardia sinus. Patient was asymptomatic. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable.